Manufacturer narrative:
The intraocular lens was returned to the manufacturer for evaluation and the lens was damaged, most likely to make the explant possible. Considering the condition of the lens additional analysis was not possible. The reported complaint can't be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. The dfu contains specific sections on power calculations and precautions with respect to refraction measurements. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported than an explant of an intraocular lens, model zlb00, was performed on an eye of a male patient because of hyperopia which resulted in an undesired refractive result. A replacement lens of the same model but higher diopter was implanted. No patient injury was reported. No other information was provided.